Manufacturer narrative:
Revised analysis dated (B)(4) 2014: final analysis found that the re cable was separated at the connector end, due to being fractured. The fracture could have caused the reported high lead impedance in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead was explanted and replaced.